Manufacturer narrative:
From the information provided and the analysis thereof, a general reagent issue can most likely be excluded. The differences generated between the different methods most likely relate to methodological differences. To the differences in the values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods and the standardization methodology used. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft4 IV assay results from one patient sample tested on the cobas 8000 core unit with unknown serial number and the investigation site's e 801 module with serial number (B)(4). This medwatch is for the elecsys ft4 iii assay. Please refer to the medwatch with patient identifier (B)(6) for the ft4 IV assay. The date of blood sampling was used as the date of the event. The initial results were not reported outside of the laboratory. The reporter noted discrepancies between the ft4 assay and the patient's clinical condition. The patient sample was then sent to an investigation site that uses a cobas e 801and an outsourced laboratory that uses an abbott architect. Please refer to (B)(6) for the highlighted questionable results. The ft4 iii reagent lot number used at the customer's laboratory and the expiration date was requested but not provided. The ft4 iii reagent lot number used at the investigation site's e 801 is 630888 with an expiration date of (B)(6) 2023.